Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that removal difficulty and partial shaft separated occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified middle right coronary artery. During the procedure, a guidezilla guide extension catheter could not advance to the lesion. The physician performed the anchor balloon technique. A 15mm x 2.0mm non bsc balloon catheter was advance, however it came in contact with the collar part of the guidezilla. The physician attempted to remove the guidezilla from the patient and severe resistance was encountered. The physician successfully removed the guidezilla from the patient; however, it was noted that the shaft was almost separated. The procedure was completed with this device. No patient complications were reported and the patient's status was good.